Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead had loss of capture and a sudden rise in threshold. The lead polarity was reprogrammed. It was also reported that the lead dislodged. The lead was explanted and replaced. No patient complications were reported as a result of this event.